Event description:
A customer reported that their insulin pump was continuously experiencing occlusion issues, causing high blood glucose levels, although there were no actual occlusions. The reported blood glucose level was described as high, suggesting an adverse impact. A manual insulin injection was administered to address bg level. Customer changed the pump supplies and resumed insulin delivery.